Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as no indication that lens was implanted. Section d6b: if explanted, give date: not applicable, as no indication that lens was implanted, hence not explanted. Section e1: telephone number: (B)(6). Device evaluation: photos were provided by the customer in the cp file and evaluated. The customer photos were evaluated. First photo displays the suspect iol inside the patient's eye and the haptic can be observed to be detached. Second photo displays the suspect cartridge; due to the quality of the photos, evaluation could not be performed and no issues could be identified. Due to no product received, no further evaluation could be performed. The complaint issue "haptic detached" was identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a problem occurred due to the injector/cartridge, amputating the toric eyhance ntraocular lens (iol) stem when inserting the lens into the eye. The rod remained inside the cartridge. The instrument handler confirmed they followed the correct steps preparing the injector, that everything was normal. The lens was removed and replaced with a non-johnson & johnson lens which was used due to the complexity of the patient's cylindrical degree, there was no replacement in stock. The customer is using eyevisc pfs 2% viscoelastic in the procedure. No further information was provided.